Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# unknown, product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that multiple volume discrepancies occurred. The actual residual volume (arv) was greater than the expected residual volume (erv). On (B)(6) 2012, there was a 0.8ml discrepancy; on (B)(6) 2012 there was 1.3ml discrepancy, on (B)(6) 2012 there was a 1.6ml discrepancy; and on the day of this report there was a 2.1ml discrepancy. It was indicated that the "numbers" were within specifications. It was unclear to the reporter if the patient had started any new activities that may have caused positional kinking. The pump logs had not been interrogated. Per the health care provider, the pumps are refilled to 42mls for every refill. The catheter was revised on (B)(6) 2011 to move the tip of the catheter for the patient to get "better coverage". The drugs delivered via pump were fentanyl, bupivacaine, and morphine. Additional information had been requested, but was not available as of the date of this report.